Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege that the dilational pt has suffered extreme pain in his hips, causing difficulty ambulating and sleeping. Revision scheduled for (B)(6) 2011.